Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. Troubleshooting of the patient's scs system found the patient's scs octrode model lead had all 'low' impedance. The patient stated she often falls in the shower. Follow up identified fluoroscopy images showed the octrode model lead pulled out of the epidural space. Surgical intervention may be taken to address the issue.